Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The cadiere forceps instrument was analyzed and the complaint was not confirmed by failure analysis. An external and internal visual inspection revealed no issues. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grip tips opened and closed properly. The instrument passed the grip test. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y), the cadiere forceps instrument caused seven serosal tears on the jejunum due to inappropriate closure of the instrument jaws. This event occurred while the surgeon was counting the bowel before created the entero-enterostomy. This event resulted in the surgeon suturing all of the lesions and delaying the procedure. The procedure was completed as planned.

Manufacturer narrative:
The cadiere forceps instrument has not been received for failure analysis investigations.